Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
(B)(4). Reason for original complaint - litigation alleged the patient suffered grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion. Update rec'd 9/21/2015 - patient was revised for a loose stem. Part/lot information was received for the cup and liner, and is being updated.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Supplemental information received. Patient underwent a revision to address elevated metal ions.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 11/1/16 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose stem, and trunnionosis. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The asr platform has been discontinued/obsoleted/recalled and will not be investigated further. Reference mdd CAPA-(B)(4). A search of the complaints databases finds no other reports against the reported femoral stem. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified.